Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure. According to the complainant, the procedure was completed successfully. After the procedure, the patient went to the emergency room with complaints of excessive bleeding from her uterus. The cause of the bleeding was unknown. The patient was discharged on an unknown date and is reportedly fine.